Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom, it was reported that on (B)(6) 2024 occlusion alarm occur in the tubing and patient went to emergency room and was hospitalized. The suspected cause of high blood glucose is occlusion and infection, and customer also have level of high ketones and customer released from hospital on (B)(6) 2024. No further information available.